Event description:
This is the first of two reports regarding the cusa excel console 110v ac with footswitch (cusaexcel) [same product, same serial number, same user facility, similar problem, different date of event]. This report is in regards to the (B)(6) 2012 incident. After the initial "water filling", the user could not continue. No alarm went off. The user turned off the console. The operating room staff called in the biomed coordinator and nothing wrong was noticed with the console. The problem could not be reproduced. It was reported that since the circulating nurse was new and did not receive the proper technical training on the console, it was assumed that the circulating nurse did not know about the test and priming steps before being able to use the console. The product was not repaired at the time of the incident because it was believed to be user error.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.